Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the modular chemistry (mc) sample probe, t-valve and mc sample syringe to resolve the issue.

Event description:
The customer reported that the unicel dxc 660i synchron access clinical system generated false high na (sodium), calc (calcium) and/or glum (modular glucose) results for 12 patient samples. Results were reported out of the lab. There has been no report of impact to treatment. Na, calc and glum quality control (qc) exhibited imprecision, but was within lab-established ranges. Please refer to 2050012-2014-00495 for the event that occurred on (B)(6) 2014. The customer provided erroneous results from an additional 19 patient samples on (B)(6) 2014, but could not identify if the results were generated from this instrument, or their other instrument; these results are provided in the attachment. Please refer to 2050012-2014-00497 for the event on the other instrument.